Event description:
It was reported that there was allegedly a 7 gauge coaxial introducer packaged in a box marked for a 10 gauge product. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one visiloc introducer set was returned for evaluation. The inner packaging tray was received sealed referencing ecmrintloc7g within opened outer package referencing ecmrintloc. No damage was noted to the inner and outer packaging. A sales review was completed for the reporting facility and determined the facility has ordered and received both product codes between the months of july 2018 - october 2018. Although one 7g inner package was received within one 10g outer packaging, the facility ordered and received both gauge sizes and it is unknown how the devices are received and/or stored at the reporting facility; therefore the investigation is inconclusive for the alleged product mislabel. A definitive root cause could not be determined based upon the available information.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that there was allegedly a 7 gauge coaxial introducer packaged in a box marked for a 10 gauge product. There was no reported patient injury.